Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the DHR check could not be performed as the lot number was not available. Review of event description: in the journal article "failure mechanisms in cocrmo modular femoral stems for revision total hip arthroplasty" it was indicated that an active (B)(6) man had a revision surgery of the revitan stem after 4 years in vivo time due to the breakage. However, the explant was not retained by the hospital. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: root cause determination using dfmea: fracture of implant due to insufficient fatigue strength of material and design: not possible: a systemic issue with design and/or material properties would have been detected within the annual complaint summary; fracture of implant due to damage of material / implant (cracks, deformation) due to impaction load / torque while assembling (impaction): possible: the products were not returned for investigation. In addition, no surgical report for the implantation was received; failure / fracture of implant or connection due to mechanical properties of the material different from specified properties (quality requirements): possible: as no lot numbers were provided for the devices, the device history records could not be reviewed, therefore cannot be excluded. However, at zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR; fracture of implant due to micro cracks due to laser marking in high stressed implant areas: not possible: a systemic issue with design and/or material properties would have been detected within the annual complaint summary; fracture / damage /loosening of implant due to wrong behavior of patient, high patient activity,patient disregards limits of the device; possible: no information about the patient activity is known; fracture of implant due to insufficient material resistance leading to general corrosion (crevice, pitting, galvanic): not possible: a systemic issue with design and/or material properties would have been detected within the annual complaint summary; failure of connection between proximal and distal part and conical nut , fracture of component, foreign body reaction due to inadequate material pairing between proximal and distal part leading to corrosion and release of corrosion products: not possible: material pairing is certified by the material compatibility specification; fracture of implant due to damage of stem during implantation: possible: no surgical report for the implantation was received; failure of connection between proximal and distal part and conical nut, fracture of implant, release of wear particles due to wear between connecting pin and proximal part due to bone (third body wear): possible: the device was not returned for the investigation, therefore cannot be excluded; failure of connection between proximal and distal part and conical nut, fracture of implant, release of wear particles due to wear between taper on the proximal part and ball head due to bone (third body wear): possible: the device was not returned for the investigation, therefore cannot be excluded; loosening or fracture of components due to patient with high body weight leading to increased wear: possible: patient bmi is not known, therefore cannot be excluded; loosening or fracture of implant due to insufficient bony support of implant: possible: no x-ray was returned for the analysis of the bone condition, therefore cannot be excluded. Conclusion summary: neither x-rays, operative notes, nor office visit notes were received for a deep assessment. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), relevant medical history and adherence to rehabilitation protocol are unknown. In addition, the product details of the implanted head and cup are unknown, therefore a contribution of these products to the reported incident cannot be excluded. Due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the information available for the investigation, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e. 01.00551.102 ref# fitmore (B)(4)) are marketed in USA, and therefore this report was filed. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported in a journal article that a patient was implanted an unknown revitan distalstemhip on an unknown date. It was also reported about the patient: an active (B)(6) man, who presented 4 years following his first revision. Fracture of revitan stem. (Wang et al. 2016: failure mechanisms in cocrmo modular femoral stems for revision total hip arthroplasty, j biomed mater res part b 2016:00b:000-000.)